Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller had a damaged display that would not show any parameters. The issue appeared suddenly, and there were no alarms. No direct root cause could be provided by the patient or the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged display was confirmed during evaluation of the returned heartmate 3 system controller. Upon arrival, a log file was downloaded for review, containing approximately 7 days of data ((B)(6) 2022 to (B)(6) 2022 per timestamp). No alarms or faults related to the lcd display¿s operation were observed, and the pump maintained a speed above the low speed limit throughout the data without issue. When connected to test laboratory equipment, the reported event was reproduced, and the controller¿s display was unable to show device parameters. The front cover of the controller was then removed, and the lcd screen¿s connector was observed to be slightly damaged. The front cover was also slightly bent and cracked in the area adjacent to the lcd screen damage, suggesting that the issue was likely caused by an external force to the front of the controller. The lcd screen and front cover were replaced, and the repaired controller's display was then found to perform as intended. The root cause of the observed damages could not be conclusively determined through this evaluation. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms that are produced by the system controller, including those associated with power cable disconnect and no external power conditions. The heartmate 3 patient handbook section 6 ¿equipment maintenance¿ describes how to properly care for and clean all equipment, including the system controller. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.